Manufacturer narrative:
Out of warranty repair, no request for service.

Event description:
The customer reported the ventilator was alarming and displaying a vent inop message. The bio-med reported the device was in use on patient , but no there was no patient harm. The bio-med reported the vent inop was a data acquisition pcba adc reference failure. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The bio-med reported the data acquisition pcb board was replaced to address the reported problem. The unit is now back in service.